Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual and optical examination confirms the implant is fractured at the implant inserter interface, with rays emanating back towards the instrument interface area, consistent with overload. The above observations are consistent with brittle overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the back edge of the cage broke upon insertion during surgery at levels 4-5.